Manufacturer narrative:
Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.